Manufacturer narrative:
The device was received and evaluated. Cracks were observed on the top housing of the device, and discoloration through the housing and corrosion on the pcb were observed. Blood was observed in the cannula. Corrosion was observed on internal components of the device, including the catch beam, linkage assembly, and batteries. The device was unable to be downloaded, due to the low batteries. The device was connected to a power supply and still was unable to connect to the master pdm. The pcb was removed and connected to a power supply and still was unable to connect to the master pdm. The fluid path was tested and fluid was observed exiting between the plunger/o-ring and the inner walls of the reservoir, indicating an inadequate seal between the o-ring and inner walls of the reservoir. This resulted in fluid diverting out of the fluid path, contributing to the failure to deliver insulin. It could not be determined when the cracks occurred or if they contributed to the corrosion by allowing fluid to enter the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a manual insulin injection was administered.